Event description:
It was reported that the patient incision site had drainage of yellow or clear fluid. The physician placed one suture to help close the midline incision to allow for complete healing. There were no signs of infection during the examination.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7079510.